Event description:
MFR received a report alleging that there were 3 incidents involving a patient lift and 2 of those resulted in injuries. It was stated by the maintenance dept. At the nursing center that user error was believed to be the cause.